Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-19083, 19084. It was reported the pt experienced a burning sensation at the ipg site. The pt has had 3 ipgs implanted and explanted. It is unk which ipg(s) the pt is referring to. All ipgs are being reported. Refer to MFR report #1627487-2009-00145 for previous report on device 1 ipg.